Event description:
It was reported that the device had been disabled and the physician did not suspect that patient manipulation or trauma contributed to the low impedance. It was also reported x-rays had not been performed since the low impedance warning. No surgical interventions are known to have been scheduled or taken to date. No additional relevant information has been received to date.

Event description:
It was reported that during a follow-up appointment a diagnostic test resulted in a low impedance warning message. The physician stated that the family would likely prefer to have the device disabled and then to monitor the seizure frequency before considering replacement surgery. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.